Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727, u728, and esd700 components on the distribution node pca. The root cause for the shorted components could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The observed component damage to the monitor and electrode belt is consistent with a high voltage failure caused by gel ingress into the therapy electrodes, which was observed during the investigation. Device manufacture date. (B)(4).

Event description:
During servicing of a monitor and electrode belt, which were returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) and belt sn (B)(4) did not pass incoming functional testing.